Event description:
It was reported that high impedances were measured on the lead and the patient was unable to receive adequate therapy. The lead was replaced. After the lead replacement, impedances were measured to be normal and effective therapy was being delivered. The product issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, explanted: (B)(6) 2015, product type: lead. Product ID: neu_silicone anchor, product type: accessory (B)(4). Analysis of the lead found the conductor on the lead body was broken within 10 cm of the connector area. The #0, #1, and #3 conductors were broken 2.8 cm from the proximal end.